Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.

Event description:
It was reported that the pump shut off unexpectedly at 90 percent battery life and became unresponsive. The customer's blood glucose level was impacted (330 mg/dl). It was confirmed that the customer would use a different pump for alternate insulin therapy.